Event description:
Tip of dorsey laparoscopic grasper broke inside the abdomen while performing robotic laparoscopic left hernia repair. The broken piece was taken out of the abdomen. None of the pieces were missing. The grasper was sent to spd.